Event description:
The customer reported a diluent leak at valve 12a (vl12a) on the coulter lh 780 hematology analyzer. The customer stated the volume of the leak was approximately 10 ml and the leak was contained inside the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles and a lab coat and no injury or exposure was reported. Patient results were not affected and there was no change to patient treatment associated with this event. Customer technical specialist (cts) assisted the customer with troubleshooting over the phone. The customer found the tubing at vl12a was cracked due to the action of the pinch valve. Cts instructed the customer on how to replace the tubing and issue was resolved.

Manufacturer narrative:
Evaluation code - conclusion code - (other): issue was resolved by the customer with the help of customer technical specialist over the phone. (B)(4).